Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter, that there was foreign matter on the device cannula. This event occurred 70 times. The following information was provided by the initial reporter: translated to english. The customer stated: "our iqc found contamination on the needle of adaptor luer vacutainer ."